Event description:
It was reported that the pt's catheter was dislodged. As a result, the pt was not receiving adequate pain relief. The event was confirmed by performing an (B)(6) study. The (B)(6) study confirmed that the catheter had exited the intrathecal space. A catheter revision was scheduled for (B)(6) 2011. During the revision on (B)(6), it was impossible to visualize the spine due to the positioning of the device and the pt's obesity. The surgeon placed a "66cm pump portion" and attached it to the existing pump and set it to the minimum rate. The pt was placed on oral medication until a second revision could be scheduled. No date was set for the second revision at the time of reporting. The drugs in the pump at the time of the event were morphine and clonidine.

Manufacturer narrative:
(B)(4).